Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger.

Event description:
The patient reported that she was having issues with her implantable neurostimulator (ins) and could not get it to charge, there was no power and poor coupling. As of (B)(6) 2016, it was stated to have been ongoing for 4 weeks (the exact date was unknown). It was also stated the last successful charge was in (B)(6) 2015. The patient last felt stimulation in (B)(6) 2015. The patient recently attempted to charge again and plugged everything in and one green light came on. The patient was in a lot of pain on the right side. The reason for not charging was because she was moving at the time and she forgot to recharge. A possible overdischarge was reviewed and the patient was redirected to her healthcare professional (hcp). After meeting with the hcp, her ins was charged and started to work again. The patient experienced stimulation in the wrong area. The ins was on her right side and all she could feel was the tingling in her left leg, left thigh, and it went up to her heart and on the knee cap. When she turned stimulation on/up, the left side "buzzes" like crazy, but the right side hardly "buzzes" at all. The patient was going to have a new adaptive stimulation ins implanted. Her left leg did not need the stimulation and she does not know why she felt stimulation on her left side. She was in agony because the pain was on her right side. When she tried decreasing stimulation, the issue did not resolve. The indication for therapy was spinal pain. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that no steps were taken to resolve the poor coupling but the issues were resolved. The patient noted that the issues were their fault and at the time of the report they were now charging the stimulator every morning. The stimulator would charge completely within 5 to 6 minutes. They did not understand why their left leg was tingling when the stimulation was supposed to be on their right side. The stimulation was going down both legs with equal intensity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.